Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was not getting pain relief. A catheter access dye study was performed. During that study, the hcp was unable to obtain csf (cerebrospinal fluid) or drug from the catheter. A catheter revision was performed on (B) (6) 2010. A fracture of the catheter at the distal end close to the v-wing anchor was noted. The catheter was revised and the pt discharged home.